Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. The device was unpacked, and a visual inspection noted a cracked enclosure, tank cover and a damaged liquid crystal display (lcd). Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The root cause determined the micro switch was bent so it would alarm and engage the pump intermittently confirming the customer complaint. Forcing on either the temp check or disposable can damage the micro switch. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2014 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warmer was giving intermittent alarms. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.